Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 16, 2016. (B)(4).

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on july 29, 2016. H3 other text: device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The device was explanted on (B)(6) 2016 and the patient was implanted with a new device during the same surgery.